Event description:
It was reported that there was leaking from the air vent in the filter of the cadd extension set (60 in minibore tubing). No death or serious injury was reported in connection with this incident.